Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot record review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).

Event description:
It was reported that on (B)(6) 2013, a patient had an uneventful novasure endometrial ablation. "On post-ablation hysteroscopy, there was good cautery effect through the endometrial cavity." The patient was discharged home. On (B)(6) 2013, the patient returned to the emergency room "complaining of nausea and vomiting." The patient also exhibited "uterine tenderness and was started on oral doxycycline and metronidazole for presumed endometritis." The patient was discharged home. On (B)(6) 2013, the patient returned to the hospital with worsening symptoms and was admitted. She was put on intravenous antibiotics: zosyn (piperacillin) and metronidazole. An ultrasound was performed and revealed an "8cm complex cystic structure was identified posterior to the uterus suggestive of a tubo-ovarian abscess." The patient's white blood cell count was elevated, but no significant fever. "All cultures were negative. She remained on intravenous antibiotics and improved without need for further intervention." The patient was discharged on (B)(6 )2013.